Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator on a patient, they rolled over the patient and the ventilator started to alarm circuit disconnect. The customer reported that the ventilator was not cycling so they tried to manual cycle the ventilator but it still did not give any breaths to the patient. The customer reported that there was no harm done to the patient.